Event description:
When placing the dr cassette under a patient for chest or abdominal x-ray using the manufacturer's recommended method (handle), the imaging staff quite frequently, inadvertently presses the power button located on the handle of the device. This delays the procedure as the cassette must be powered back on and reinitialized. Other methods of inserting the cassette are awkward and require two hands.placement of the unprotected power switch should be reconsidered.